Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact on the customer¿s blood glucose level. The caller attempted to load a new cartridge and successfully resolved the issue by loading a second cartridge onto the pump, resuming insulin delivery.